Event description:
It was reported that since the patient fell a few weeks ago, he has experienced a burning sensation and no stimulation. The burning sensation was at the neurostimulator site. The patient has never had therapeutic effect. Palpating caused stimulation changes. The impedance measurements were within normal range. No programs using the bipolar pairs provided stimulation. Further information is being requested from the hcp.